Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The physician inserted the was into the laa of the patient before advancing a pigtail catheter through it. While advancing the catheter through the sheath it was noted that the was was on the side wall of the laa. The physician began to adjust the sheath position when a jump/advancement of the sheath occurred. It was then noted on the transesophageal echocardiogram imaging that there was a pericardial effusion. The patient was given protamine and a pericardial drain was put in place. The procedure was continued and the closure device was deployed in the laa. All release criteria was met so the device was released and successfully implanted in the laa of the patient. There were no other complications that occurred and the effusion did not grow in size. The patient was doing well post procedure and was discharged from the hospital.